Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had their implant removed somewhere around june 1st. Pt said that their therapy never worked right, they could never get the ins to charge right, the therapy was more in the left foot (vibrations and sensations) when it was supposed to be in their right foot. Pt also said that it was like their body rejected the implant.